Event description:
The physician reported during an aneurysm coiling, the microcatheter split during deployment of the stent. The physician reported the patient suffered no adverse effects and is doing fine. The procedure was completed successfully with a second device.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned or further significant information is found, a supplemental report will follow.